Event description:
A high drain error 106 alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the maximum prescribed fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 05:01:01 during night drain six. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.